Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. The patient's pump reached end of life (eol) and remained implanted. The patient was taking oral oxycontin at the time of the event and did not remember the date that eol occurred. The patient was currently free of narcotic medications. The patient did not want to start back up on narcotic medications again and "go into that situation", but had the pump still implanted as he never had it removed. The patient still had chronic pain but it was not as bad as it used to be. No patient symptoms were reported in regards to the pump eol. Additional information has been requested but was not available at the time of this report.